Manufacturer narrative:
Returned product analysis revealed residual dried contrast media and blood throughout the shaft of the catheter. Due to the condition of the shaft, testing relative to the reported deflation difficulties could not be performed. Analysis also revealed a kink in the catheter shaft. The kink may have restricted flow of fluid to and from the balloon. The cause of the shaft damage or when it occurred could not be determined.

Event description:
During a post stent dilatation procedure, the balloon would not properly deflate. The balloon catheter was removed partially inflated. No pt injuries or complications occurred.